Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 13-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving saline via an implanted pump for cancer chemotherapy. It was reported the hcp wanted to check the placement of the catheter; however they were unable to aspirate or inject into it. The hcp was looking for troubleshooting help. She stated there was no volume discrepancy when refills are done. Patient symptoms were not reported.